Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] asthenia/ loss of strength [asthenia] significant muscle pain in the lower limbs with exertion [myalgia of lower extremities] tendinitis [tendinitis] significant hair loss [hair loss] decreased libido [libido decreased] tiredness [tiredness] umbilical hernia repair [umbilical hernia repair] abdominoplasty [abdominoplasty] pain in the lower limbs with difficulty carrying out certain activities of daily living [leg pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-jul-2025. The most recent information was received on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45-year-old female patient who had essure inserted (lot no. D30806) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of twin pregnancy, caesarean section and multiparous. On (B)(6) 2015, the patient had essure inserted. In 2020 she underwent umbilical hernia repair ("umbilical hernia repair") and abdominoplasty ("abdominoplasty"). On (B)(6) 2023 she experienced asthenia ("asthenia/ loss of strength"), myalgia ("significant muscle pain in the lower limbs with exertion"), tendonitis ("tendinitis"), alopecia ("significant hair loss"), libido decreased ("decreased libido") and fatigue ("tiredness"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced pain in extremity ("pain in the lower limbs with difficulty carrying out certain activities of daily living"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the alopecia and fatigue were resolving, the myalgia and tendonitis had resolved and the asthenia and pain in extremity had not resolved. The outcomes for medical device removal, libido decreased, umbilical hernia repair and abdominoplasty were unknown. No causality assessment was received for essure with regard to asthenia, myalgia, tendonitis, alopecia, libido decreased, fatigue, umbilical hernia repair, abdominoplasty, pain in extremity or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Abdominal x-ray] (date unknown): 2 implants in place [gynaecological examination] (date unknown): the uterus is mobile, small in size with a good vaginal access. Due to the presence of this abdominoplasty scar and the umbilical hernia plate and after discussion with the patient [pathology test] on (B)(6) 2024: uterus and fallopian tubes macroscopy weight 158 g total height 10.5 cm width 7 cm antero-posterior diameter 4.5 cm right tube = 9.5 x 0.5 cm left tube = 6.0 x 0.5 cm. Upon cutting, we identify the presence of two essures at the bases of the tubes. Sampling in 9 blocks. Microscopy: - cervix absence of intraepithelial lesion or sign of virosis. Squamous metaplasia of the endocervical lining. - endometrium: homogeneous proliferative phase with local foci of ciliated metaplasia. No hyperplasia or atypia. - myometrium no myoma or adenomyosis - - the uterine serosa is unremarkable - tubes tubal fringes lined with a ciliated and secretory cylindrical epithelium without atypia. Conclusion: presence of two essures at the bases of the tubes. Endometrium in homogeneous proliferative phase without hyperplasia or atypia. Cervix serous myometrium and fallopian tubes with no notable anomalies. Absence of any lesion suspicious of malignancy. [Smear test] (date unknown): normal [ultrasound pelvis] (date unknown): small uterus batch no: d30806; manufacture date: 28-nov-2014; expiration date: 28-nov-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Asthenia/ loss of strength [asthenia]. Significant muscle pain in the lower limbs with exertion [myalgia of lower extremities]. Tendinitis [tendinitis]. Significant hair loss [hair loss]. Decreased libido [libido decreased]. Tiredness [tiredness]. Umbilical hernia repair [umbilical hernia repair]. Abdominoplasty [abdominoplasty]. Pain in the lower limbs with difficulty carrying out certain activities of daily living [leg pain]. Case narrative: the below report was received by health authority ansm (reference number: r2518691) on 21-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45-year-old female patient who had essure inserted (lot no: d30806) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of twin pregnancy, caesarean section and multiparous. On (B)(6) 2015, the patient had essure inserted. In 2020 she underwent umbilical hernia repair ("umbilical hernia repair") and abdominoplasty ("abdominoplasty"). On (B)(6) 2023, she experienced asthenia ("asthenia/ loss of strength"), myalgia ("significant muscle pain in the lower limbs with exertion"), tendonitis ("tendinitis"), alopecia ("significant hair loss"), libido decreased ("decreased libido") and fatigue ("tiredness"). On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced pain in extremity ("pain in the lower limbs with difficulty carrying out certain activities of daily living"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the alopecia and fatigue were resolving, the myalgia and tendonitis had resolved and the asthenia and pain in extremity had not resolved. The outcomes for medical device removal, libido decreased, umbilical hernia repair and abdominoplasty were unknown. No causality assessment was received for essure with regard to asthenia, myalgia, tendonitis, alopecia, libido decreased, fatigue, umbilical hernia repair, abdominoplasty, pain in extremity or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Abdominal x-ray] (date unknown): 2 implants in place [gynaecological examination] (date unknown): the uterus is mobile, small in size with a good vaginal access. Due to the presence of this abdominoplasty scar and the umbilical hernia plate and after discussion with the patient [pathology test] on (B)(6) 2024: uterus and fallopian tubes macroscopy. Weight 158 g total height 10.5 cm width 7 cm antero-posterior diameter 4.5 cm. Right tube = 9.5 x 0.5 cm left tube = 6.0 x 0.5 cm. Upon cutting, we identify the presence of two essures at the bases of the tubes. Sampling in 9 blocks. Microscopy: cervix absence of intraepithelial lesion or sign of virosis. Squamous metaplasia of the endocervical lining. Endometrium: homogeneous proliferative phase with local foci of ciliated metaplasia. No hyperplasia or atypia. Myometrium no myoma or adenomyosis. The uterine serosa is unremarkable. Tubes tubal fringes lined with a ciliated and secretory cylindrical epithelium without atypia. Conclusion: presence of two essures at the bases of the tubes. Endometrium in homogeneous proliferative phase without hyperplasia or atypia. Cervix serous myometrium and fallopian tubes with no notable anomalies. Absence of any lesion suspicious of malignancy. [Smear test] (date unknown): normal. [Ultrasound pelvis] (date unknown): small uterus. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.